Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins battery had not depleted in 4 days, and that they were experiencing leg cramps, that their legs were 'feeling funny' and that they were in pain. During the call the patient synced with the ins and it was determined that the ins was not on. The patient noted that prior to realizing this they charged the ins a little and saw that the controller battery did deplete to 90%, and that the ins was at 100%. It was noted that the patient thought they needed to press both the on and off button when turning on stim and so button use was reviewed. The patient was to monitor their pain levels not that stim was back on and follow-up with their hcp if the pain did not resolve. Additional information was received from the patient. The patient reported that she had been in pain for the past 5 days. The patient was walked through turning stimulation back on. The patient also reported that the past 5 days, the controller started acting up and she had been in pain. The patient reported that for the past 5 days both controller and ins were saying 100%. The patient reported that she hadn't used the system and wondered why it was saying 100%. The issue was resolved. Additional information was received from the patient. It was reported that the patient controller was indicating that the implantable neurostimulator battery level was not depleting and that it was staying at 100%. The patient experienced a return of pain symptoms. The patient normally has to charge every day and her pain is getting worse. The patient went to see her health care provider on (B)(6) 2019 who told her that the device might be defective and that the patient should have a manufacturer representative look at the programming. The patient connected to the implantable neurostimulator with the patient controller and it was showing that stimulation was off. The patient did not know why therapy was off. It was reviewed with the patient how to use the patient controller to monitor if stimulation is on and how to turn the patient controller off properly. Additional information was received from the patient. It was reported that the ins "randomly shuts off''. The patient stated that the device shuts off and they will start to be in pain again; the patient said "when it shuts off it seems to like take a long time to get relief after I recharge it, and it doesn't immediately give me relief, its like days before it helps again." The patient said that they didn't know the device was off because they "don't feel anything." The patient stated the only reason they know that it was off was because the battery doesn't deplete. The patient also mentioned that they have to charge the ins everyday. The patient was directed to follow-up with their hcp. No further complications were reported/anticipated.